Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported none of the buttons on the pump are responding to presses. Caller stated the pump was displaying a low cartridge warning; unable to confirm the error because the buttons would not respond to presses. Caller stated the buttons have not worked since sunday morning. Caller also reported the rubber casing around the up button is missing. No adverse event reported. Requested return of the alleged pump for evaluation.